Event description:
Customer alleges false negative d-dimer result with meter: the patient realized that he had a venous swell in his right arm on (B)(6) 2012 and went to the doctor. The doctor tested his d-dimer on triage with a result of 100ng/ml. This result was considered negative, but the doctor sent him to the hospital anyway. At the hospital a thrombosis of the arm artery was detected.

Manufacturer narrative:
Investigation pending.